Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th june, 2023 getinge became aware of an issue with one of surgical equipment - odh. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 28th june, 2023 getinge became aware of an issue with one of surgical equipment osd zoom camera pal. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of d1 brand name # deems required. This is based on the internal evaluation. Previous d1 brand name #: ohd. Corrected d1 brand name #: eqt.

Event description:
On 28th june, 2023 getinge became aware of an issue with one of surgical equipment osd zoom camera pal. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 28th june, 2023 getinge became aware of an issue with one of surgical equipment - odh. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem and h6 medical device problem code deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical equipment osd zoom camera pal. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical equipment osd zoom camera pal. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by manufacturer and getinge technician indicated that affected part was located inside the device, between the cupola and the camera. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as this plastic part has been broken during the installation and could fell only when the camera is removed (before or after the surgical procedure). Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907 material integrity problem/break//1069 corrected h6 medical device ¿ problem code: no apparent adverse event///3189 initially provided information was pointing to broken pin with risk of detachment. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination or serious injury. According to additional information provided by the manufacturer and getinge technician, the initial information wasn't clear. It was determined that the issue investigated herein is not safety and risk related as this plastic part has been broken during the installation and could fell only when the camera is removed (before or after the surgical procedure). Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred, the device was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical equipment osd zoom camera pal. It was stated the centering pin was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by manufacturer and getinge technician indicated that affected part was located inside the device, between the cupola and the camera. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as this plastic part has been broken during the installation and could fell only when the camera is removed (before or after the surgical procedure). Therefore, the scenario described in the record is considered as non-reportable.